Manufacturer narrative:
UDI # (B)(4), the commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Photographs of the device after removal were provided and reviewed. In the photograph, the thv appears to be partially aligned and canted on the delivery system, suggesting that it may have been aligned at an angle. Patient intima could be seen on the valve, supporting that the valve did get caught on the vasculature. Blood could be seen in the inflation balloon, supporting that there was a leak in the delivery system, though the source of the leak could not be determined. The thv did not appear to be resting flat against the flex tip and was diving into the flex tip. Some of the struts on the outflow side of the thv appeared to be bent/distorted. The CT imagery of the patient anatomy was provided and reviewed. The imagery revealed that it could be seen that there was tortuosity in the descending aorta and mild calcification/tortuosity in the access vessels. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The sapien 3 inflation balloons are 100% inspected for the following: working length, balloon diameter, proximal and distal leg inner diameters (ID), proximal leg outer diameter (od), and single or double wall thickness. The inflation balloons are 100% inspected using an unaided eye for the following: gross defects, such as dents, wrinkles, crush, mold/flash lines, uneven thickness, deformations, ring shapes and crow¿s feet. In addition, the inflation balloons are 100% inspected under minimum 8.0x magnification for defects, such as extrusion lines, axial/radial scratches, indentations/imprints, gel spots, fish eyes, contamination, proximal and distal leg ids, proximal leg od and single or double wall thickness. As per procedure, during crimp balloon trimming and final inspection the crimp balloon features are 100% dimensionally inspected for the following: distal and proximal length, distal and proximal ID, and single or double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. In addition, the balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, and gel spots. During the crimp balloon to inflation balloon laser bond per procedure, the laser weld joint in 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between the components. During the balloon pleat, fold and forming process per procedure, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and distorted/pinched folds. During final inspection, per procedure, the entire device is inspected by both manufacturing and quality for damage or missing components, inflation and crimp balloons for distorted /pinched folds. The balloon bonds are 100% visually inspected for divots, bubbles, smoothness of weld joints, and exposed braided wire. The flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section. The fine adjust collet/shaft clearance and collet engagement are functionally tested. The commander delivery systems per procedure, are 100% leak tested and post-leak test the balloon catheters are visually inspected. Additionally, the work order undergoes product verification testing as a requirement for lot release. Lot samples were taken for testing. The lot could only have been released if all samples passed pv testing. During functional product verification (pv) testing per procedure, the delivery system is inspected for physical defects or damage, tears or separation in the inflation/crimp balloon bond, de-airing, valve alignment position, and adhesive bonds. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no other complaints for delivery system ¿ leakage, delivery system ¿ withdrawal difficulty-valve, through sheath or delivery system ¿ difficulty with valve alignment. Complaint data for the previous 12 months (november 2017 through october 2018) revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformance were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the october 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on the provided photograph, the complaints for ¿delivery system ¿ leakage¿, ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿, and ¿delivery system ¿ difficulty with valve alignment¿ were confirmed. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of the DHR, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of the IFU and training manual revealed no deficiencies. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. It is likely that patient/procedural factors contributed to the delivery system leakage and valve alignment difficulties. As reported, ¿the aorta was very tortuous and there was some difficulty aligning the valve, the pusher was not aligned with the valve, it appeared to be canted. Troubleshooting was performed, the valve was loaded in the usual manner, but the pusher was not centered on the valve. At some point it appeared that during this process the balloon may have gotten ¿pinched¿ between the pusher and the valve.¿ performing valve alignment in a non-straight area can result in increased alignment forces and cause damage to the balloon, particularly in the area proximal to the I/c bond. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the crimp balloon. Alternatively, excessive manipulation of the delivery system as a result of the valve alignment difficult could have resulted in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft), thereby creating a leak in the system. As the balloon was only partially inflated, it is likely that the profile of the thv was increased. Additionally, as seen in the photograph, the thv did not appear to be flush with the flex tip during retrieval. Combined with the tortuosity in the aorta and access vessels, it is likely that the thv caught on patient anatomy during attempted retrieval, resulting in the reported withdrawal difficulty. This is further supported by the patient intima seen caught on the valve in the provided photograph. The complaints were confirmed. Due to the unavailability of the devices, it cannot be confirmed if a manufacturing non-conformance contributed to the reported event. In this case, available information suggests that patient/procedural factors (valve alignment in a non-straight section; tortuous anatomy) likely contributed to the reported events. However, based on available information, a definite root cause cannot be determined at this time. No labeling or IFU/training inadequacies were identified. A review of complaint data for october 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category for their monthly control limits. Therefore, product risk assessment (pra) escalation or corrective or preventative action is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During valve deployment with the commander delivery system with a 26mm sapien 3 valve in the aortic position, the balloon barely inflated (partial) and the unexpanded valve was surgically removed. As reported, the tf case was done via percutaneous access of the right femoral artery. No bav was performed. The delivery system was prepped with nominal volume. Upon insertion of the delivery system there was coaxial alignment of the delivery system with the s3 valve. However, the aorta was very tortuous causing some difficulty aligning the valve, the pusher was not aligned with the valve, and it appeared to be canted. Troubleshooting was performed, the valve was loaded in the usual manner, but the pusher was not centered on the valve. There was no difficulty crossing the native annulus. During valve deployment, the balloon barely inflated (partial). The valve was not deployed. An attempt was made to remove the delivery system/valve through the 14fr esheath. During removal of the delivery system, the valve got caught trying to exit the arteriotomy and was stuck in the tissue tract. The sheath was pulled back on to the delivery system outside the body, hemostasis was maintained with the delivery system still across the arteriotomy. The skin incision was enlarged and the valve was visualized partially in the tissue tract and removal was attempted, but unsuccessful. The delivery system and valve were then surgically removed via cut down. There was no damage to the vessel. The patient remained hemodynamically stable during this time. No damage to the sheath was visualized. The wire was left in place and a new up-sized 16f esheath was inserted. A new 26mm s3 valve was prepped and placed without any difficulty. The devices were removed and arterial closure was performed surgically. The patient was stable and transferred for post management care. The device was inadvertently discarded at the hospital. Of last communication, the patient ambulated post procedure and is doing well as per follow-up discussion with implanting cardiologist. The aorta was very tortuous. The vessel minimum luminal diameter measured approximately 7.0mm with mild calcification and mild tortuosity. The patient's annulus was none to mildly calcified and the leaflets were mild to moderately calcified. Per report, it was thought that while doing troubleshooting maneuvers during valve alignment, the balloon could have gotten pinched between the pusher and valve, causing the balloon not to inflate. In addition, there may have been a pinhole in the balloon.